Event description:
It was reported that the insulin pump is not alarming. Customer has had bent cannulas. Customer's mother stated that the insulin pump should have alarmed. Customer has high blood glucose of 568 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.